Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin shoots out of cannula. Customer's blood glucose level was unknown. It was reported that the customer had more insulin as he is having to fill up the reservoir with more insulin. Customer reported that rewound on the insulin pump was slower and louder. Customer had trouble with controlling blood glucose level. Insulin pump will not be returned for analysis.